Manufacturer narrative:
E1: (B)(6) country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced issue with device and experienced low blood glucose levels and treated with pump (B)(6) 2026